Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient was having a hard time writing as they can't use their hand. The patient noted that they were in a real bad place, and reported the pump had broken and flipped on (B)(6) (year not provided). The patient reported that when the pump flipped, the three prongs of the pump were pointing down into their thigh. It was noted this was painful and lasted for two years. The patient reported that the medication settings were on a "number 12" and they were getting "fantastic pain relief". The patient reported that their medication settings were now on a "number 5". The patient reports that they are nauseated because they were going through withdrawal from the morphine. It was noted that when the pump flipped, the "hose" (catheter) got tighter, and the patient went through more withdrawals and was hospitalized. The patient stated that the hcp took away their morphine pills and refuse to titrate the medication up. The patient stated they just lay there because of the problems they had been having, and that they requested caregivers at their assisted care living facility that try to contact the hcp. There was no out of box failure and the hcp tried to use mesh at one point and that didn't work. It was noted the patient had 3 surgeries as a result of the broken pump.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 25mg/ml at 1 .652mg/day and bupivacaine 20mg/ml at 1.321mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the patients pump had migrated within the pocket due to weight loss. At some point in time, the patient el ected for pump removal because the patient felt like pump was ¿not working right¿ and managing physician began to titrate patient down in dose per day. Per the managing physician, the patient experienced an increase in pain after titrating down her dose per day, so the patient decided to keep the pump and continue therapy. Per the reporter the case was supposed to be a pocket revision, but the patient was insistent on replacing her pump and the managing physician complied with her request. The managing physician wanted the pump evaluated for any possible abnormalities, but stated that he does not believe there is pump malfunction due to accurate reservoir volumes at pump refills, etc. The environmental, external or patient factors that may have led or contributed to the issue was weight loss. The diagnostics and troubleshooting performed was an x-ray was done to identify the catheter tip. The actions and interventions taken to resolve the issue was the pump was replaced at the patient¿s request. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.